Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional device product codes: hsb. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part number: 04.005.416s. Lot number: 3612p46. Manufacturing site: (B)(4). Release to warehouse date: 11 jan 2023. Expiration date: 01 jan 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient was treated with the nail and locking screws for a proximal humeral comminuted fracture on (B)(6) 2023. After the surgery, the patient had symptoms of radial nerve palsy. The event date and cause are unknown. The surgeon suspected it could be caused by interference between the distal locking screw and the radial nerve. On (B)(6) 2023, the surgeon planned to open the wound to find out the cause of the problem and replace or remove screws replaced depending on the situation. The patient outcome was reported to be stable. This report involves one 4.0mm ti locking screw w/t25 stardrive 26mm f/im nails-ster . This is report 3 of 4 for (B)(4).